Manufacturer narrative:
Occupation: medical director. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown ER patient required a wayne pneumothorax tray for treatment of a pneumothorax. At an unknown point, the user discovered the device was incorrectly placed in the patient's subcutaneous tissue. The user stated this failure "would require starting the procedure over with a new device". Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: an issue with subcutaneous placement of the wayne pneumothorax catheter set and tray (rpn: c-utpty-1400-wayne-112497-imh, lot: unknown) was reported on 28jul2021 by (B)(6) medical center (united states). It is currently unknown if there were any adverse effects to the patient or how the procedure was completed. Reviews of the documentation, including the instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be conducted due to the lack of lot information provided by the facility. There is no indication the device was manufactured out of specification, or that nonconforming material exists in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: precautions: ¿standard techniques for placement of pneumothorax catheters should be employed.¿ instructions for use: ¿advance dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned product and the results of our investigation, it was concluded that an adverse event related to the procedure contributed to the reported failure mode. It is possible the patient¿s anatomy could have led to the difficulties experienced, but this was unable to be confirmed. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. After further review of the reported failure, it was determined that this event is not reportable. The device was not placed in the correct location. No device failure was reported, and the investigation found no device problem. Additionally, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. A detailed search of complaint history revealed that previous similar events that resulted in an adverse event for the patient were related user error/procedural events with no device malfunction. As such, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.